Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the problem has already been addressed. The technical support specialist checked in with the customer and confirmed that the issue had been resolved on their side. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system, all orders were not crossing over, and all devices were in a state of critical override. The customer indicated that the issue arose when the user attempted to dispense medication to the patient and the user received a report from nurse. There were no adverse events or injuries reported based on this incident.